Event description:
It was reported that the guidewire separated 40 cm from the distal tip. The separated guide wire was in the rv (right ventricular) branch to maintain patency, as there was another bmw guide wire down the rca that was to be treated. The rca was treated with a cutting balloon and a voyager was also used, and another company's stent was implanted. A powersail catheter was then used for post-dilatation. The bmw guide wire in the rv branch was pulled back, and a little resistance was felt, so a small tug was given and then relief was felt; however, the guide wire actually separated in the guiding catheter, which was in the main trunk of the aorta. An attempt was made to use another bmw guide wire to wrap around the separated guide wire, but this attempt was unsuccessful. A snare device was used to successfully remove the separated guide wire. The pt was reportd to be in stable condition during the entire proedure.